Event description:
I have been chasing my symptoms since 2008. Which include: chronic migraines, jaw pain, tmj, chronic fatigue, chronic insomnia, anxiety, depression, neck and shoulder pain, stiffness, spasm; shooting chest pain 20-30 seconds, fibromyalgia, joint and muscle pain, scalp pain, itchy dry eyes, chronic post nasal drip in throat, lack of appetite or binge eating. In addition to these symptoms that I've been experiencing for over a decade I was diagnosed with sjogrens syndrome. I have no family history of auto immune disorders. In researching sjogrens I learned about bii which astonished me as I've been suffering these sometime for so long. I have allergan saline textured implants. I do not understand the labs as I have not seen them and was only advised by the rheumatologist on friday (B)(6) 2020 over a telemed appointment due to the covid 19. FDA safety report ID # (B)(4).